Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced unexpected battery power loss, blank display. The customer reported no adverse event. The event involved product(s) mmt-1884l. Troubleshooting was performed for replace battery alert/ replace battery now alarm, display flashing/white/blank/frozen/partial. This was the second occurrence of receiving alarm in less than 8 hours after low battery warning. Display returned after being blank for less than 30 seconds. Battery cap contacts were not damaged or corroded. No harm requiring medical intervention was reported. Mmt-1884l was requested and customer response was the device will be returned.

Manufacturer narrative:
Pump booted up once installing an aa battery, no blank display was noted. The pump passed the sleep current test, active current test, and self test. Test p-cap locked properly into the reservoir compartment. Successfully downloaded pump history files and traces using thump software. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Pump alarmed a low battery alert on the event date of 07-aug-2024 at 03:53:00.000. Found a replace battery alert on the event date of 07-aug-2024 at 13:24:00.000. Found a replace battery now alarm on the event date of 07-aug-2024 at 13:55:00.000. Pump alarmed a power loss alarm on the event date of 07-aug-2024 at 14:10:56.000. Found no battery inserted in the pump history files. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, and force sensor. The following were also noted during visual inspection: corroded battery tube, corroded battery tube spring, scratched case, stained keypad overlay, and pillowing keypad overlay. Blank display was not confirmed during testing. Unexpected battery power loss was not confirmed. Customer did not experience an unexpected power loss of less than 7 days due to no records of battery inserted in pump history records. Moisture damage was confirmed found isolated to the battery tube. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.